Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, intermittent undersensing of r waves were observed. The patient was seen in-clinic and the maximum sensitivity value was reprogrammed to avoid undersensing. The patient was stable.